Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Reportedly, the delivery system was not removed under fluoroscopy. It should be noted that the supera peripheral stent system instructions for use (IFU) states: under fluoroscopy, remove the device from the guide wire and evaluate the improved luminal quality of the treated area. It is undetermined if the deviation of the IFU caused/contributed to the reported activation failure. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the delivery catheter during removal resulted in the stent getting caught; thus resulting in the reported activation failure. Manipulation of the device resulted in the noted device damages (bent tip, stretched/twisted tip lumen). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified vessel in the left superficial femoral artery (sfa). Atherectomy was not used. After deployment of the 6.5x80 supera self expanding stent system (sess), the stent was caught on the delivery catheter when the deployment system was removed and the stent was removed as well. The delivery system was not removed under fluoroscopy. There were no deployment mechanism issues. The procedure was aborted at that point. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.